Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a total lap hysterectomy procedure, the active tip of the instrument broke. The instrument had to be replaced and the case was completed. There was no pt consequence.